Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. No anomalies were found with the lcd board. Unable to verify the failed battery or weak battery due to the blank display. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery test failed before and after a battery change. Customer also indicated a blank display. Customer does not recall any significant events leading to the error. Customer's blood glucose was 71mg/dl at the time of incident. Troubleshooting explained the possible causes of the battery test and the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.